Event description:
Customer reported that pump declared an alarm during operation. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in loading a new cartridge following the correct technique and successfully resumed insulin therapy, while information about the original cartridge lot was not available.